Event description:
It was reported that the user ate yogurt with blueberries and strawberries without announcing the meal per healthcare provider guidance for gastroparesis, after which blood glucose rose to 232 mg/dl. The customer care representative provided education to allow the pump to deliver correction doses to bring glucose back into range, which the user understood. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included customer care agent troubleshooting focused on meal announcement practices and automated correction dosing. Investigation of this case revealed no device malfunction and that the event was consistent with missed meal announcement leading to hyperglycemia in the context of gastroparesis. It was concluded, based on previously established findings for similar reports, that the cause was user management practices consistent with clinical guidance rather than a device-related failure.